Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged. It was also noted that the rv lead had exhibited high capture threshold. Upon removing and attempting to clean the lead, it was found that the lead also had deformity from the procedure. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.